Manufacturer narrative:
Note, the facility refused to let our distributor in to fill out incident report. Meeting was set up for 11-14-06 and facility called a canceled meeting on 11-13-06.

Event description:
Unknown, vancare, inc or our distributor were never notified of an accident or incident happening. Our distributor was contacted by a letter from an attorney in november, 2006. We, the manufacturer, were notified on 11-3-06 by a letter from an attorney. Distributor set up a meeting at the facility to fill out reports that was to take place on 11-14-06. On 11-13-06 facility called to cancel meeting. No incident report or med watch report from facility ever received.